Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing and mode switch were observed on the right atrial (ra) lead. Provocative testing was performed and noise was reproduced. During the lead revision, insulation damage was visually observed on the ra lead. The ra lead was capped and replaced. The patient was stable.